Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, a pump reset was performed and subsequently the pump touch screen became frozen and unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.